Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer reported on a failure to attach bravo capsule. The doctor said that it looks like the pin did not come all the way out, causing the capsule not to attach and fall into the stomach.